Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#(B)(6)) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the progav 2.0 had adjustment difficulties. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 31 years height: 178 cm. Weight: 75 kg. Gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, traces of deposits with visible mold, but no visible defects were determined on the progav 2.0. In the reservoir some deposits were visible. Permeability test: a permeability test has shown that all componets are permeable. Some particles were flushed out during the test. Computer controlled test: to investigate the opening pressure, which is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position. The results show that the progav 2.0 operates not within the accepted tolerances in the horizontal position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: during the adjustment test it was determined that the valve is adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in progav 2.0. Summary of the investigation results: based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the valve. The visible deposits in the valve may have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. In the control reservoir could be determine visible deposits. The deposits had no effect upon the specifications at the time of the examination.

Event description:
The complained device was returned for evalution to the manufacturer on 05/17/2024.